Manufacturer narrative:
A service engineer has been on site and started the investigation. Inspection on site found damaged locking tabs on the circuit board guides that holds the printed circuit boards for monitoring subsystem, breathing subsystem and expiratory channel. The monitoring printed circuit board pc1772 was not fully seated. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
(B)(4).